Event description:
It was reported that an initial capacitor maintenance test resulted in long charge time. No alert was noted. Three subsequent capacitor maintenances was performed and resulted in varying charge time. Two months later, another long charge time was observed. Device replacement is planned.

Manufacturer narrative:
.

Event description:
New information notes that the device was explanted.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.